Event description:
A complaint was received from a user facility (jail) that reported a portion of the display is flickering and missing segments. While on the phone a review of the system was conducted. It was learned that a major portion of the "units" digit was missing. A request was made to return the system for evaluation and in the meantime a replacement unit will be provided.